Manufacturer narrative:
Medtronic rep replaced the internal psu sensor cable, as it was damaged. Engineering testing believes the cause is also related to low level software library and not allowing the probe and frame to be seen together, which has been fixed in software update.

Event description:
A site reported that in the normal navigation window the two unit boxes (black prf and probe) are frequently flashing between red and green. It almost seems like with the new polestar software the "cone" of the camera is smaller and so it makes getting both the probe and the passive reference frame (prf) much more difficult to see together, especially when attempting to go around the skull with tracer. No impact on patient outcome reported.